Manufacturer narrative:
A corrective action related to this complaint/event is ongoing.

Manufacturer narrative:
The device is reported to be available, however, it has not yet been received.

Event description:
The event involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer reported that the lipid tubing was found to be snapped off at the filter; the line was still intact at lumen. There was patient involvement but harm was not reported as a consequence of this event. There was a delay in therapy as filter tubing had to be changed out.

Manufacturer narrative:
Investigation summary received one (1) used b1115 ext set w/ 1.2 micron filter for inspection. The tubing was separated from the outlet port on the 1.2 micron filter. There was little to no solvent present on the tubing or outlet port. The inlet bond was tested for bond integrity per product specifications. The representative bond met performance expectations. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in ensenada. A DHR lot# review could not be conducted because no lot number(s) was/were identified.